Event description:
User faciliy reports the following: pt medical hx and age unk with a normal vena cava diameter. Two weeks after implantation 2002, the filter was found during diagnositc chest film to look for pneumonia, evulsed and located near right atrium. Pt suffered no adverse sequelae to this event and is to be observed.